Event description:
During a ptca/stenting procedure of a 90% stenotic lesion, the maverick xl 4.5/20/150 mm balloon ruptured at 4 atms on the initial inflation. The maverick xl 4.5/20/150 mm balloon was being used to post dilate a cypher stent. A terumo introducer sheath, a runthrough guide wire, a heartrail guide catheter, and a cypher stent were also used in this case. No patient complications were reported. Patient status listed as "good."